Event description:
It was reported that during lead revision procedure, the physician suspected the guidewire caused perforation of the pericardium. The lead revision was completed successfully. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention was performed.